Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a patient representative (con) regarding a patient with an implantable infusion pump receiving morphine with unknown concentration and dose for spinal pain and herniated disc. It was reported the nurse case manager with health gram. Patient services asked if caller was calling regarding the pump or stim, caller stated the pump. It was reported the patient said they was having problems with the stimulation. Patient services reviewed and said "I am sorry, I thought you said you were calling about the pump". It was mentioned "the patient reported the stimulation was acting up". Patient services tried to clarify which implant the caller was referring to by asking "you are calling about the stim?" And reporter mentioned "oh, he told me issues with the stim and the pain pump, then stated "I am not sure". It was stated the patient wanted to have a rep meet him to interrogate the stim and to make adjustments. Patient services reviewed role of rep and redirected to hcp .the patient was redirected to their healthcare provider to further address the issue.